Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced intermittent audio output. Dexcom has issued an rga for patient to return device to be investigated.